Event description:
The joystick was allegedly smoking and the battery cable coming from the controller was melted. No injury is alleged.

Manufacturer narrative:
No injury is reported. The dealer has the user chair for service and states he observed smoke coming from the controller and observed some melting. Chair is 5 years old and no longer in warranty. Electronic malfunctions within the controller, including any debris that may result, are well contained within the metal enclosure of the device. No risk of shock is presented to the user. As in many electronic component failures, some degree of smoking likely occurred; however, this is not an indication of sustained combustion. Malfunction has not been established. MFR is attempting to obtain product for inspection.